Manufacturer narrative:
Complaint device has not been returned to avalign technologies as of 24 oct 2023. Based on the photos provided with the complaint, the defect was able to be confirmed. As the complaint photo only included the broken tip of the drill bit, nothing could be determined regarding the use of this device. Complaint product was from lot 111419. There were 2 potential shipments identified for the complaint device: invoice #(B)(4) was shipped on 11/10/2022 (1 unit) . Invoice #(B)(4) was shipped on 1/18/2023 (6 units). Review of ncmr and complaint data for 85-1511023 was completed on 18 oct 2023. During the review 0 complaints or ncmrs were identified. DHR review for lot 111419 determined that all manufacturing records were correct and complete. No discrepancies were identified which would have resulted in the above complaint record.

Event description:
During a right total knee arthroplasty, approximately 1 cm of the tip of the drill bit (millennium 85-1511023 1.5mm) was retained in the distal femur.